Manufacturer narrative:
A sample photo observed part of the string had come off in the packaging leaving the string in two pieces. However, records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she inserted a tampon and immediately noticed that the string was still sealed in the individual wrapper. She then felt for the string and was able to remove the pledget from her vaginal cavity with the short piece of string remaining on the pledget. She experienced vaginal pain during removal since her period was lighter and the pledget was dry. She stated the pain was resolved in a half an hour. She did not seek medical attention and did not experience any adverse health effects.